Manufacturer narrative:
Approximate age of device: 3 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient called with concerns of back up battery fault alarms, and a double disconnect alarm when hooking up to their monitor on (B)(6) 2019. It was also noted that the patient experienced frequent low flow alarms prior. Per the patient, the low flow alarms occurred when the patient bent over. Technical services reviewed the log file and the picture of the percutaneous lead. All alarms were confirmed and the picture of the percutaneous lead revealed damage to the outer jacket. A driveline repair was recommended. The account decided to hold off on a driveline repair. No further information was provided.

Manufacturer narrative:
Device identification: additional information. Device manufacture date: additional information. Manufacturer investigation conclusion: the report of an exposed driveline was confirmed based on the submitted photograph and an analysis of the log file provided by the account confirmed the reported low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6)2019. The log file captured low flow hazard alarms throughout the file. The file also captured several backup battery fault alarms on (B)(6)2019 and a ¿no external power¿ event when both power cables were disconnected (refer to pi-2019-0027184-02 for the investigation). The account stated that the ¿no external power¿ event was due to a double disconnect when the patient was getting connected to the monitor. The system operated on the backup battery during this event and the system remained operating at the set speed during this event. The ¿no external power¿ event resolved once the system controller was connected to the power module. The pump appeared to be functioning as intended. A log file was provided for review. The account stated that the patient had frequent low flow alarms. They reported the low flow alarms occurred when the patient bent over and appeared more frequent compared to the patient¿s past. The account also noted that the patient¿s external driveline had an exposed area that looked like a rubber connection between the original driveline and the repaired portion. The account did not see any wires and was advised to use rescue tape to repair the exposed area. The account communicated on (B)(6)2019 stating that they want to hold off on doing a repeat external driveline repair for now and would come in contact if something needs to be pursued in the future. Additional information was requested regarding the observed low flow events; however, no information was provided. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. These documents also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. The IFU and patient handbook addresses all system controller alarms and how to respond to such events. Both documents also contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.